Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed a leak from the dispense nozzle for sample dilution an/or mixing of sample. The failure mode was identified as multiple hardware. The fse replaced the ise buffer valves, mixer motor, ise buffer and mid standard solution which resolved the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous erratic patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The number of patients involved is unknown. The customer did not provide patient data or demographics.